Event description:
The consumer stated that she tested her blood glucose and received a reading of 138 mg/dl using her contour meter. The customer called an ambulance because she felt tingly and was having trouble with her feet. When paramedics arrived, they tested the customer's glucose at 42 mg/dl using their meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not mention treatment, but most likely she was treated with glucose. On another occasion, the customer received a reading of 158 mg/dl using her meter. She retested using another meter and received a reading of 80 mg/dl. The difference between those readings falls in the "c' zone of the parkes error grid and is clinically significant. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.